Event description:
Pt was placed in the prone position on a camel back frame for a decompressive laminectomy procedure. The procedure time was four hrs, thirty mins. When pt was turned from the prone position, blister appearing lesions were noted on the right humerus and axilla area. The surgeon was notified and an antibiotic cream and pad were applied to the areas. Upon return visit to the clinic, the surgeon noted that the areas were larger and resembled pressure type burns. The pt received add'l treatment for the blistered areas. The frame was inspected for any malfunction or damage at the time of the event and none was found.